Manufacturer narrative:
Updating type of investigation (b) to only include: 4112, 4109, 4110, 3331, 10, and 4111.

Manufacturer narrative:
The separated portions of the retractor drive cable were forensically analyzed to better determine how the cable separated. The report concluded the cable separated while it was rotated in the clockwise direction. Incoming inspection records for this component lot show the drive cable met torsional drawing requirements in the clockwise direction. Thus, it is likely the cable was over-rotated by the physician during tissue engagement.

Manufacturer narrative:
The device was available from the hospital for evaluation; an engineering device evaluation was performed on the returned product. The helical retractor control (retractor control knob, retractor system inner slide tube and a portion of the retractor drive cable) were confirmed to be separated from the device. There is evidence the cable was over stressed and over rotated during use. The investigation is in-process and a follow-up report will be submitted upon investigation completion. This complaint is being reported because if no intervention is performed, there is a risk of a sharp foreign body remaining inside the patient.

Event description:
The physician engaged at least two coils of the helical retractor into the gej and upon tissue retraction, the retractor control disconnected from the device. An endogastric solutions (egs) clinical training & education manager was contacted and provided guidance for disengaging the helix from tissue sans retractor control. The physician decided to pull the helix from the tissue. The device was uneventfully removed with the helix loosely hanging just distal to the tissue mold tip. An unknown number of endoclips were placed where the helix was located, but the placement of the clips was out of an abundance of caution.